Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-00660 & 00662).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on the left side on (B)(6) 2006 due to infection.